Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes the cap was discolored. The following information was provided by the initial reporter: the customer stated: "the cap was discolored."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/7/2022. H.6. Investigation: bd received one sample and 3 photos for investigation. The photos and sample were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes the cap was discolored. The following information was provided by the initial reporter: the customer stated: "the cap was discolored."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.